Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 30 g x 1/2 in. Bd precisionglide specialty use sterile hypodermic needle was used to inject into a patient's wound. During the procedure the needle broke or slipped from the hilt and became embedded in the patient's skin. The patient received x-rays to verify the location of the needle and to remove it. The needle was difficult to remove and additional cuts were made in the patient's skin to remove it. The needle was eventually removed and the patient was reported to be okay.

Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5336962. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to confirm the customer¿s indicated failure mode.